Manufacturer narrative:
Results: the ruby coil was detached from the pusher assembly. The stretch resistant (sr) wire of the coil was fractured, the coil was unraveled, and the proximal constraint sphere was missing. Conclusion: evaluation of the returned device revealed that the sr wire was fractured, and the proximal constraint sphere that is typically located on the proximal end of the embolization coil was not returned for evaluation. This type of damage typically occurs due to improper manipulation during use. If the coil is withdrawn against resistance with excessive force, this type of damage may occur. Since neither the ruby coil pusher assembly nor the non-penumbra device was returned for evaluation, the root cause of this complaint could not be determined. Penumbra ruby coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that this report is associated with MFR report number 3005168196-2015-00949.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. The physician successfully deployed and detached one ruby coil in the aneurysm. However, while advancing a second ruby coil through another manufacturer's microcatheter, the physician met resistance and was unable to advance the coil. The physician successfully removed the coil and attempted to advance a third ruby coil. After an unsuccessful attempt to advance the third ruby coil through the microcatheter, the physician decided to remove it. Upon removal, the coil unintentionally detached inside the microcatheter but was successfully removed. The procedure continued using a new ruby coil. There was no report of an adverse effect to the patient.